Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# j0542894v serial# implanted: (B)(6) 2005 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Cause was not able to be determine. The contact is not being used for therapy. No further actions/interventions are planned. Information was confirmed with the customer/hcp.

Event description:
It was reported that a patient with a medical history of parkinson's disease who underwent deep brain stimulation experienced noted impedance on the bottom contact on the right side and no stimulation at that contact. The clinician indicated this was a known impedance, and no falls were reported as a contributing factor. A monopolar impedance review was conducted, showing a range of 4-3608 on the right side. No troubleshooting steps or interventions were performed, and the issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# j0542894v; (B)(6) 2005. Product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 13-jul-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.